Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The blood leak was noted as being an external dialyzer leak. Blood was observed leaking from the hansen port approximately 30 minutes after the treatment was initiated. No dialyzer damage was visible. Blood test strips were not used as the leak was visually observed. The machine did not alarm. The patient's estimated blood loss was approximately 2cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on a different machine. The complaint device is available for evaluation by the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. On both ends of the dialyzer, between the screw flange and the potting cut surface, coagulated blood was noted. No defects or damage noted on or within the returned dialyzer. The dialyzer was subjected to a laboratory external leak test; no leak noted. The dialyzer was also subjected to an internal leak test; no leak noted. Although no leak was observed, this could likely be attributed to the device return condition. The dialyzer was then subjected to destructive disassembly for further visual analysis. Examination of the outer perimeter of the fiber bundle did not identify any broken, kinked/looped, or fiber fragments. No cracks, damage, or irregularities noted on the molded polycarbonate components. A visual examination of the polyurethane (pu) potting ends found both pu cut surfaces remained intact (cavity and non-cavity ID ends). There were no visual separations on the potting cut surface. Microscopic examination of the non-cavity ID end o-ring noted flash at the injection gate; however, the flash was found to be within acceptable parameters. No defects or damage noted to the cavity ID end o-ring. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. Laboratory leak tests were performed and no internal or external leaks were identified. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint was not able to be verified or confirmed.